Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4). Same case as MDR ID # 2134265-2013-06257, 2134265-2013-06260 and 2134265-2013-06261. It was reported that during percutaneous coronary intervention, stent under expansion and dissection occurred. In (B)(6) 2013, patient presented with unstable angina and was referred for cardiac catheterization which revealed four lesions. Target lesion #1 was located in the distal right coronary artery(rca) with 90% stenosis and was 24 mm long with a reference vessel diameter of 3.5 mm. The target lesion located in distal rca was attempted to be predilated with a 2.5 x 12 mm emerge balloon catheter. However, the balloon could not cross the lesion and was exchanged with a non-bsc balloon catheter and pre-dilatation was performed. The target lesion was then treated with rotational atherectomy using a 1.25 mm rotalink burr. After the first pass, coronary angiogram revealed no reflow. This was treated with intracoronary vasodilators. Subsequently the target lesion was predilated using 2 non bsc balloons, however the lesion was restricted and hence a repeat atherectomy was performed resulting in a grade b dissection with less than 40% residual stenosis. The lesion was then was treated with 3.0 x 28 mm study stent. A repeat angiogram revealed an edge dissection at the proximal edge of the study stent. This was treated with placement of 3.5 x 12 mm study stent overlapping proximally to the previously placed study stent. The overlapped segment and also the site of the stenosis in distal rca stent appeared to be under-expanded. This was treated with multiple balloon dilatations using non bsc balloon with timi 3 flow. During the procedure there was dampening of pressure in the non-bsc guide catheter and the guide had induced a dissection (grade f dissection) in the proximal rca with cessation of flow in the rca associated with chest pain. This was treated with placement of a 3.5 x 20 mm study stent. Subsequently another 3.5 x 24 mm promus drug eluting stent was deployed proximal to the 3.5 x 20 mm study stent extending to the ostium of rca. Following this there was timi 3 flow; however there was another dissection flap in the mid rca distal to the 3.5 x 20 mm study stent. This dissection in mid rca was treated with placement of a 3.5 x 12 mm study stent. Subsequently the stent was post dilated resulting in timi 3 flow and no evidence of any residual dissection, perforation or thrombus. On the next day, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that event terms have been updated from grade b edge dissection to grade b edge dissection at distal right coronary artery rca-target lesion and from grade f dissection or no re-flow to grade f dissection or no re-flow ostial and proximal to target lesion, distal rca. And also, baseline corelab angiography result dated (B)(6) 2013 comment notes-edge dissection after placement of 1st stent(proximal). Not seen after 2nd stent deployed.